Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Blood glucose level was 408 mg/dl. Customer stated that the insulin pump had insulin flow blocked. Customer alleged that the insulin pump was under delivering insulin. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was using insulin pump on auto mode. Customer treated high blood glucose with manual injection and insulin pen. Customer was assisted with troubleshooting. Self test was performed and it was passed. The insulin pump will not be returned for analysis.